Manufacturer narrative:
Pump analysis revealed no anomalies. The device met specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Also reported was that the patient was satisfied with the new therapy.

Manufacturer narrative:
Concomitant product: product ID 8709, lot # unknown, explanted: (B)(6) 2016, product type catheter; product ID neu_unknown_prog, product type programmer, physician. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a health care professional via a representative regarding a patient in who was receiving lioresal 0.5 mg/ml, and also reported as 1.500.0 mcg via an implantable pump. This was clarified and later reported that the correct concentration was 0.5 mg/ml but there was a mistake and the person who introduced that information put a wrong concentration (1.500 mg/ml). The lioresal itself was reported as lioresal 10mg/5ml but the lot number was not known. The dose of lioresal at the time of the event was 475.1 mcg/day. The indication for use was severe spasticity. The patient¿s medical history was reported as ¿nhc 321593.¿ the concomitant medications were not known. It was reported that the surgery was scheduled to change only the catheter as confirmed by x-ray, during normal use, the catheter was outside the intrathecal space and the drug was infused incorrectly. However, before considering the replacement of the catheter, the doctor increased the dose of baclofen (475.1 mcg/day) ¿but the patient had any improvement¿. The catheter was apparently not damaged but nobody knew what might have happened as to the cause of the catheter issue. The complete catheter was removed and replaced with an 8780. The explanted catheter would not be returned as it was thrown away. In addition, the doctor took the opportunity to drain and refill the tank of the old pump. The telemetry indicated that 10.9 ml of baclofen remained but the doctor could only remove around 6-7 ml from the tank. He was unsure whether the pump was working correctly or not and he decided to change the pump for a new one. It was further in regards to the volume discrepancy cause that the distributor representative thought that the doctor tried to drain the reservoir with a wrong technique. As reported, maybe he did it too fast and got tired before finishing the process and the drug remained in the reservoir. Reportedly, the doctor was insecure of the amount of drug he removed from the reservoir and decided to change the pump. The distributor representative did not expect the pump to be returned. The initial implant date was reported as (B)(6) 2015 which was passed the use by date. This was clarified. It was later reported that upon the distributor representative asking the doctors for the date of the implant of the pump, they checked the patient's clinical history and could not find the right information because this patient belonged to another hospital. Therefore, the date of the implant date of the explanted pump actually was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.